Manufacturer narrative:
Device received with complete broken reservoir tube lip and missing reservoir tube o-ring. The p-cap did not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed self test. No time/clock anomaly noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump were sticky and had to press multiple times to respond. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the plastic was chipping off while changing the reservoir and clock had to be programmed sometimes. The insulin pump will be returned for analysis.